Event description:
On (B)(6) 2012 underwent repair of recurrent incisional hernia with removal of mesh and purulent drainage identified. On (B)(6) 2012 - negative pressure wound therapy (nwpt) initiated post op. On (B)(6) 2012 - nwpt/foam changed by rn wound and skin consultant ((B)(6)). On (B)(6) 2012 - nwpt/foam changed by rn (B)(6). On (B)(6) 2012 - nwpt/foam changed by rn (B)(6). On (B)(6) 2012 - nwpt/foam changed by rn (B)(6). On (B)(6) 2012 - discharged home with f/u with home health and nwpt to continue. On (B)(6) 2012 - home health removed/d/c'd nwpt. Wound healing. On (B)(6) 2012 - f/u with outpatient wound clinic last visit notes wound is healed. On (B)(6) 2012 - pt followed-up in physician's office "for c/o of periumbilical drainage as well as superficial tissue changes". Ultrasound performed and subdermal fluid was noted. Physician incised wound and visualized a retained foreign body. On (B)(6) 2012 - admitted for (outpatient) of "removal of foreign body in the form of retained wound v.a.c. Sponge" (nwpt). Tolerated procedure without noted complications and discharged in stable condition. On (B)(6) 2012 - f/u for wound care scheduled in wound clinic.